Event description:
It was reported by service report that the brakes were not holding properly. Also, it was reported the motion interrupt pan was hanging. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan. Brake plate kits.